Event description:
It was reported that the health care professional (hcp) called technical services (ts) and requested review of this cardiac resynchronization therapy pacemaker (crt-p) system presenting electrogram (egm) due to concerns of left ventricular (lv) pacing not as expected. Upon review, the presenting egm showed non-lv capture, where the lv pacing outputs appeared to be pacing the right atrial (ra) channel and not on the lv lead. Ts suspected cause to be of lv dislodgement. Ts discussed programming options with the hcp and recommended xray imaging for further lead evaluation. Subsequently, the hcp noted that the physician reprogrammed the ventricular leads to right ventricular (rv) lead only and programmed the lv lead off. The physician also plans on sending the patient for xray images. At this time, the lv lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) called technical services (ts) and requested review of this cardiac resynchronization therapy pacemaker (crt-p) system presenting electrogram (egm) due to concerns of left ventricular (lv) pacing not as expected. Upon review, the presenting egm showed non-lv capture, where the lv pacing outputs appeared to be pacing the right atrial (ra) channel and not on the lv lead. Ts suspected cause to be of lv dislodgement. Ts discussed programming options with the hcp and recommended xray imaging for further lead evaluation. Subsequently, the hcp noted that the physician reprogrammed the ventricular leads to right ventricular (rv) lead only and programmed the lv lead off. At this time, the lv lead remains in service. No additional adverse patient effects were reported.